Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that multiple non-sustained rv oversensing episodes due to right ventricular lead noise were observed merlin.net transmission. Lead revision will be discussed with the physician. Patient is not dependent and was asymptomatic.